Event description:
Patient was found to have intravenous (IV) tubing disconnected from microclave with daunorubicin (chemotherapy drug) infusing and some spilled on patient's shirt and on sheet. Infusion stopped. Shirt removed from patient and washed with soap and water. Advanced registered nurse practitioner (arnp) made aware and chemotherapy drug was discarded from patient and thrown away. The physician was also made aware. No harm to the patient.device #1is this a laboratory device or laboratory test?no.